Event description:
Related manufacturer report number: 2017865-2022-08075. It was reported that a patient presented with oversensing noise on their atrial lead and right ventricular (rv) lead. Physician alleges lead fracture was causing the oversensing. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
The reported events were noise and lead fracture. Final analysis found that as received, a complete lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil was found at the connector region of the lead. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.